Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen developed lines rendering the display difficult to read and unusable, leading to trouble using the device; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display issue in conjunction with a display that was difficult to read, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.